Event description:
It was reported that after a da vinci-assisted surgical procedure, the tenaculum forceps instrument had broken/frayed cables/wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer-reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The missing crimp was approximately 0.046¿ x 0.032¿. The instrument was also found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage.